Manufacturer narrative:
Event and implant dates are estimated. The UDI number is not known as the part and lot number were not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported perforation resulting in hypoxia cannot be determined. However, perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report hypoxia and atrial septal defect, requiring closure. It was reported in an article that the patient underwent a mitraclip procedure to treat severe functional mitral regurgitation (mr). One xtr clip was implanted between a3/p3, reducing mr to mild. After the procedure, the patient suffered abrupt oxygen desaturation. Echocardiogram revealed a right-to-left shunt through an iatrogenic atrial septal defect. It was successfully closed with a 12-mm amplatzer septal occluder. Showing an immediate hemodynamic improvement. Six months later, the patient continued with right heart failure. Right heart catheterization revealed a mean pulmonary artery pressure of 34 mm hg and a right atrial pressure of 21 mm hg (v-wave of 30). An interventional heterotopic tricuspid valve implantation was planned based on computed tomography. Two tricvalve self-expanding biological valves (p+f) were successfully implanted percutaneously. At 24-month follow-up exam, the patient showed new york heart association class ii, improvement in the 6-minute walk test (248 to 370 meters) and reduction in tr. No additional information was provided. Details are listed in the article titled, ¿three devices in one.¿